Event description:
I used renu with moistureloc contact lens saline solution from 11/05 - 4/06. I developed a corneal ulcer and may require corneal transplant surgery. The vision in my right eye has been impaired by more than 70%.